Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise resulting in right ventricular (rv) pacing inhibition in a pacemaker dependent patient. Also, a loss of capture with no sensing or pacing in the atrium was reported. The physician believed that the non-guidant atrial lead had been capped, and the rate/sense leg of the previously abandoned rv lead was attached to the device in either the rv or atrial port. The new rv lead was also attached to the device. The physician programmed the device to ddi to prevent pacing inhibition and is planning an invasive procedure to verify which leads are attached to the device.